Event description:
Device 2 of 2. Reference MFR report number: 1627487-2013-15493. It was reported, the pt is experiencing rib and leg stimulation. X-rays were taken and the physician indicated the leads were in the appropriate location. The physician requested the pt meet with the sjm rep for add'l reprogramming as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.